Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781, lot# unknown, explanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributor regarding a patient who was receiving gabalon (unknown concentration at 584.1 mcg/day) via an implantable pump for spastic paraplegia. It was reported there was an anomaly of the spinal side catheter; kink was suspected. An attenuation of effect was reported. The date of incidence was unknown. A catheter replacement was performed on (B)(6) 2020. The attending physician's assessment indicated preoperative CT photography revealed an event like a kink. There was no abnormality in the variability at the time of refilling. It was then stated kink could not be identified as the cause of attenuation of effect. However, the spinal side catheter was placed again and it was decided to place the patient under observation. A pump operability test was performed and no abnormality was observed. The event was considered unrecovered. The event was considered not causally related to the drug, pump, or programmer, and unknown if causally related to the catheter or surgical procedure. Further complications were not reported.